Event description:
Customer reported that she had unexplained high blood glucose for three days, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 600 mg/dl. Customer stated that her heart was fluttering and she was vomiting prior to hospitalization. Customer also reported that her reservoir was leaking into her reservoir compartment. Check the insulin pump's programming and programming appears to be correct. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. 3004209178-2012-85029.